Event description:
It was reported via repair work order that the cot may not roll due to a broken caster wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.